Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as during routine follow-up, the device was found in elective replacement indicator (eri) status. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was scheduled for replacement, however, attempts to obtain confirmation of the device replacement were unsuccessful. No adverse patient effects.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as during routine follow-up, the device was found in elective replacement indicator (eri) status. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device has been scheduled for replacement. No adverse patient effects.